Event description:
It was reported that a small pin had broken off inside the therapy connector of the device and prevented connection to a therapy cable or hard paddles assembly. This failure would prevent the device from being used for defibrillation therapy, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control provided the biomedical engineer with technical assistance, including the part number for a replacement therapy connector. After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service.the device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.